Event description:
It was reported that approximately 3 years post lens implantation the lens was explanted and exchanged due to opacities. The patient has fuch's dystrophy for which a dsaek transplant was performed at the same time as the cataract surgery. On (B)(6) 2014 a yag was performed and the lens was exchanged on (B)(6) 2014. The patient's vision reportedly is improved and less cloudy. This report references the patient's left eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.